Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a vibrate alert. Customer reported they had experienced high blood glucose level of 240 mg/dl and was treated with pump. Customer declined to troubleshoot for high readings. Customer states her pump vibrate alert and had stopped working. The customer was assisted with troubleshoot. Customer was assisted in performing a self test and pump did not vibrate during the vibrate test the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, self test and no audio or vibrate anomaly noted during test. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address or serial number label, cracked belt clip slot and cracked case reservoir tube window corner.